Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).evaluation summary:the device was returned for evaluation. The evaluation did not confirm the loose stent as the stent was stationary on the balloon between the markers and was not loose as reported. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during device unpackaging and prior to use, the mini vision stent implant was noted to be moved/loose on the balloon. The device was not used. There was no patient involvement. There was no reported clinically significant delay in the procedure due to the device. Though requested, no additional information was provided.